Manufacturer narrative:
Only 2 small pieces of wires were returned. These returned pieces were cut at the edge of the wire bolt by surgeon therefore, we have no surface of breakage to analyze. Further inspection is impossible with returned pieces. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A patient had an lrf frame on and 7 of their wires ended up breaking. We replaced all of the wires and added half pins as well.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
A patient had an lrf frame on and 7 of their wires ended up breaking. We replaced all of the wires and added half pins as well.